Event description:
Boston scientific received information that the patient with this device system was presented in the emergency room. Upon device interrogation, this right ventricular (rv) lead displayed loss of capture (loc) at maximum output in both unipolar and bipolar configurations. Additionally, pacing impedance measurements were greater than 2,500 ohms. The patient with this device system was not pacer dependent, however, did endure a slow escape rate. A revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.